Manufacturer narrative:
Product event summary - the full lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant medical products: (B)(4) lead, implanted: (B)(6) 2007; 5071-53 x 2 leads, implanted: (B)(6) 2007.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. During the procedure, when the physician connected the left ventricular lead to the header and performed the tug test, the lead insulation on the body of the lead pulled back leaving the lead connector in the header with exposed wire. The lead was partially cut and capped. The atrial lead had low impedance and during the procedure, it appeared to have previous insulation damage from an attempted repair several years ago. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.